Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level, however, a specific bg value was not provided. Reportedly, the customer did not complete the load within 3 minutes and an incomplete cartridge change alert occurred. Tandem technical support educated the customer on the alert and completing the load sequence within 3 minutes. The customer administered a manual injection to address bg level.